Event description:
The one touch ultra meter had segments had segments missing from the display. On an unspecified date, the pt noticed segments were missing from the display of the reported meter. No result was reported. At that time, the pt was experiencing symptoms of frequent urination and irritability. The pt took no action following the use of the meter. At an unspecified time, the pt was taken to the hosp, where he received intravenous saline treatment. The pt's blood glucose level was not given, however he was reported to have urinary ketones. It would have been helpful to determine the date and time of this event, how long the pt had seen the missing segments on the meter, the result obtained on the day of the event, his blood glucose level as tested in the emergency room, his medication regimen, any meals or medications taken prior to the event, if the pt adjusted his medication doses based on meter readings, and if he had a backup meter. The meter, test strips and control solution were replaced. The pt became hyperglycemic, was unable to obtain a blood glucose on the reported meter due to the missing segments on the display, and required emergency medical attention. Therefore,this complaint is being reported as an adverse event.